Manufacturer narrative:
Correction of date in b5. "Physical therapy will be done on (B)(6) 2023 or (B)(6) 2023."

Event description:
It was alleged that while using coaguchek xs meter serial number: (B)(4), a patient had a mild stroke and was hospitalized. The patient initially contacted technical support together with an assistant on (B)(6) 2023 to get assistance with using the meter. They needed to test and have forgotten how. The assistant mentioned that the meter displayed error 6 when they tested previously. Per product labeling: "the test strip was touched or removed during the test. Power the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Note: for meters with serial number: (B)(4) and lower: in rare cases, "error 6" may indicate extremely high coagulation times ( 10 inr). If "error 6" is displayed repeatedly, the result must be checked using another method." The patient was guided through the testing process and obtained a result of 1.7 inr. The patient¿s assistant alleged that the patient had a mild stroke on (B)(6) 2022. It is unknown what caused the stroke and if the inr results were related. The patient reported that he stopped eating eggs around 12 weeks prior to the event, approximately on (B)(6) 2022. The patient was allegedly hospitalized for approximately two weeks and it is unknown what treatment was given while hospitalized. Reportedly a computerized tomography (CT) scan and magnetic resonance imaging (MRI) were performed and the stroke was identified on the right side of the brain. The patient reported that the warfarin dose had been adjusted several times prior to the stroke, based on the meter readings. The patient does not remember what changes were made. The patient¿s therapeutic range is allegedly 2.0 inr - 3.0 inr. Prior to the stroke on (B)(6)2022, the testing interval was bi-weekly. Currently, testing is done every other day until inr is regulated and in range. The patient has allegedly mild cognitive impairment and numbness on the left side of the body and is in outpatient rehab. He is currently recovering at home. 2 weeks of occupational therapy, 8 weeks of speech and cognitive therapy, and evaluation for physical therapy will be done on (B)(6)2022. The following information was requested, but not provided: inr result from the laboratory drawn by admission into the hospital on (B)(6) 2022. Information on whether the multivitamin preparation contains vitamin k laboratory inr result by release from the hospital. Specific information on the warfarin schema changes before and after the stroke event. Information on whether the warfarin dose was increased on (B)(6) 2022 due to the low meter results. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
Occupation is patient/consumer. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. A review of the meter error log revealed error 6 (629). Error 6 (629) occurs due to errors in operation by the operator, e.g. When the test strip was moved or re-moved during the measurement, or if a wet test strip was used, or the strip was already used before and reinserted. Per product labeling: "the test strip was touched or removed during the test. Power the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Note: for meters with serial number: (B)(4) and lower: in rare cases, "error 6" may indicate extremely high coagulation times ( 10 inr). If "error 6" is displayed repeatedly, the result must be checked using another method." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.